Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory and vibration. The pump cover was removed and the display screen was found to be blank. A test display screen was installed and found to be functioning properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a blank display and a cracked display screen. This report is made based on results of investigation completed on  22-jun-2018.